Event description:
There was an allegation of a questionable elecsys hcg+ss test system result from the cobas e 411 analyzer (rack system) for one patient. The initial result was 0.505 miu/ml (negative), accompanied by a data flag. The patient took a urine pregnancy test at home, and the result was positive. The patient reported this information, and the health provider questioned the initial result and had it repeated and a new sample collected. The sample was repeated on (B)(6) 2026, and the result was 275.8 miu/ml. Another repeat result on another analyzer was 257 miu/ml. The repeat result was deemed to be correct. A new sample was also collected on (B)(6) 2026, and the result was 2500 miu/ml.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). A field service engineer (fse) determined that the measuring cell needed to be replaced and replaced it. For verification, the fse successfully completed a blank cell calibration. The customer ran calibration and qc, and they were passing. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that the service action resolved the issue.